Event description:
It was reported that the patient underwent manipulation under anesthesia. During the procedure, the patient went into an episode of asystole and an anesthesia code was called. Intubation and compressions were initiated to stabilized the patient.

Manufacturer narrative:
Primary surgical notes were provided for review. No x-rays were received, so no check could be make for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided.